Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es smart remote manager, the refrigerator lock was broken. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager had fallen off the fridge and needed to be reattached. A field service engineer aligned a new plate with the hasp. The smart remote manager then tightened down to the plate. The door was opened and closed to ensure it was locked and unlocked properly. The system functioned as intended after the field service engineer repaired the device.